Event description:
During routine testing of the device at the service center, the service technician reported an unscrewed eyepiece when the black eyepiece adaptor was removed. The endoscope was originally returned for a blurry scope when the unscrewed eyepiece was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.